Event description:
It was stated that patient has a control smear on (B)(6) 2021 that shows staphylococcus epidermis. It was a recurrent infection at the cable exit point. The device operated as expected . There were only lab values that showed the infection, no symptom was reported. Antibiotics were administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for mlp-003092 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20jul2016. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that on (B)(6) 2020 the cable exit point had moderately yellowish-brown secretion. The control smear was tested and showed staphylococcus epidermis. White blood cell count was noted at 8.45 k/ul and c-reactive protein (crp) at 0.52 mg/dl. There were changes to medication. Dressing changes were noted to be twice a week under sterile conditions with different requirements. Antibiotics were administered orally.